Event description:
Physician reported customer being hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and found customer had basal rate incorrect. Basal rates were corrected with assistance.